Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Device received for evaluation no further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic nissen procedure, 2 of 3 suturing devices in the case either had dropped the needle or got stuck during unloading. As the account was uncertain which of the 3 device used was the device use without issue, all three were reported. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.